Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional - unknown. Initial reporter occupation - unknown. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information, and evaluation of the retention sample. Based on the results of our investigation, the root cause of the complaint could not be identified. Since actual sample was not returned for evaluation hence we could not provide the detailed information of its actual condition. Retention samples were confirmed free from defects such as tooth flash, missing tooth, damaged collar ear, sheath collar fitting, and over or under insertion of collar to hub. Related functional testing such as sheath radial strength, sheath activation and deactivation were all passed. Similarly, molding condition of the components critical to the safety activation and connection of the product is checked to assure that no defects will be encountered that will lead to sheath activation problem. In addition, safety sheath was activated on hard surfaced with a firm and quick motion and an audible click was heard indicating successful safety activation and the cannula is securely locked into the sheath lot history file revealed no related nonconformity or irregularity that will lead to the complaint. We have in-process inspection for visual, sensory, and functional test to assure quality performance of assembled sg2 needle. Prior shipment, qc conducts outgoing inspection to assure lots are in good quality. All samples passed. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the safety on the needle was not working properly. Additional information received on february 6, 2019: after giving the injection, the medical assistant pushed down on the safety needle, it clicked as if it locked but it did not. When the medical assistant was disposing the needle, is when the needle poked her finger. The infant patient was stable an the injection was given properly. Additional information received on february 14, 2019: the medical assistant was in good condition. Blood work was drawn.